Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was discolored / abnormal additive form in the tube. The following information was provided by the initial reporter: customer states - "we have another qa issue and are working to determine how many we have of the affected lots." They appear as those moisture is inside the vacutainer and the order just arrived today (B)(6) 2023."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 15-sep-2023 h.6. Investigation summary: bd received ten (10) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for moisture with the incident lot was not observed. A mist spray pattern of the additive is observed inside the tube and meets the product specifications. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to moisture as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was discolored / abnormal additive form in the tube. The following information was provided by the initial reporter: customer states - "we have another qa issue and are working to determine how many we have of the affected lots." They appear as those moisture is inside the vacutainer and the order just arrived today (B)(6) 2023."